Event description:
It was reported when using the bd syringe solomed 5ml ll 22x1-1/4 w/sh sla the plunger rod was broken/damaged. The following information was provided by the initial reporter. The customer stated: "when removing the syringe from the package (sealed), the plunger was found to be broken."

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe solomed 5ml ll 22x1-1/4 w/sh sla the plunger rod was broken/damaged. The following information was provided by the initial reporter. The customer stated: "when removing the syringe from the package (sealed), the plunger was found to be broken."